Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted the events of rupture, capsular contracture, seroma, silicone migration, granuloma, edema, calcification and lump/nodule could not be observed. The events of crease fold and wrinkling were observed.

Event description:
Patient reported right side "minimal amount of laminar fluid around the implant" (captured as seroma), oozing silicone, granuloma, silicone migration, capsular contracture, baker grade IV, folds in the elastomer, small nodule, calcifications, lobulated contour, and edema. The device has been explanted.

Event description:
Patient reported right side bia-alcl diagnostic test for patients diagnosed with late seroma. The recall was mentioned. Symptoms of hardening in the breasts, pain and inflammation in the right breast and began to follow up with imaging tests. Silicone residue was identified on the images. MRI scan showed capsular contracture, granuloma and the pain increased. The patient reports that became very afraid of the harm the silicone could cause. Patient reported that the prostheses were too adherent, hard, and the right aureole was already deformed while the prosthesis was still in the body. Fat had to be grafted to fill out the breast and prevent it from retracting, because of the damage the silicone had done to body. In the video you can see the state of the prostheses, with silicone leaking out on both sides. Capsular contracture baker IV bilateral mammary protests. Right breast prosthesis capsule and left breast prosthesis capsule. Removal of a foreign body in the chest wall and liposuction for breast grafting and breast reconstruction. Patient later reported "aureole deformed/closed/half crooked," "sore and a deformed aureole," "oozing silicone," "small nodule", "lobulated contour," "scattered benign calcifications," "folds in the elastomer," "areas of contour loss associated with hyperechogenic material product of posterior acoustic noise (¿snowstorm¿), compatible with extracapsular silicone, probably related to the previous implant," "wavy contours," "elastomer folds," "deformity in the right breast," "edema," "local pain," "minimal amount of laminar fluid around the implants" via imaging, device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, granuloma, silicone migration, gel bleed, rupture, and seroma-late.